Event description:
Dr performed a breast lumpectomy in 4/04 using the visica device for cryo-assisted localization. The pt was further treated with radiation therapy using the mammosite balloon catheter. When seen for acute surgical follow up 5/04, no complications were reported. Dr reported in 06/04, after examining the pt the previous day that pt developed a mrsa infection, diagnosed from culture and sensitivity and was administered levoquin of 500 mg for 14 days. Furthermore, he inserted a seroma catheter. Dr stated that he believes the infection was probably related to the mammosite catheter and radiation treatment.